Manufacturer narrative:
Updated fields: b4; g3; g6; h2; h6 type of investigation, investigation findings, investigation conclusions, component code; h11. Corrected fields: e3 occupation; e1 initial reporter. Due to character restrictions in block e1. Full initial reporter name is: (B)(6). It was reported that during routine inspection the cardiosave intra aortic balloon pump (iabp) unable to power on. There was no patient involvement and no adverse event reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, the customer discovered the device failed to power on during routine maintenance, but no injuries were caused. On-site troubleshooting revealed a faulty power management board, requiring replacement. The customer rejected the quote, believing it was too high. Further consideration is needed. The quote was rejected and the device was delivered to the customer. The device is unusable.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name : (B)(6) hospital. Event site address : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during routine inspection, the cardiosave intra-aortic balloon pump (iabp) was not powering on. There was no patient involvement.